Event description:
It was reported that during a ureteroscopy procedure, the laser fiber broke and a piece at the front of the fiber body dropped inside the patient. It is unknown how the fiber piece was retrieved from the patient's body. The procedure was completed with another fiber. There were no patient complications reported.

Manufacturer narrative:
Correction to field h6: evaluation conclusion codes.

Event description:
It was reported that during a ureteroscopy procedure, the laser fiber broke and a piece at the front of the fiber body dropped inside the patient. It is unknown how the fiber piece was retrieved from the patient's body. The procedure was completed with another fiber. There were no patient complications reported.